Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant crown and top portion of the implant fractured at the base of the fixation screw. Inflammation also reported.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. One tg osseotite® implant 2.8, 4 x 10mm (tg3410) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone/blood residue around the external and internal threads due to usage. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (74040) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (74040) for similar events (complaint category keywords: functional: fracture: implant) and 1 other complaint was identified. Functional testing and dimensional analysis could not be performed since the device was fractured. Therefore, the reported event couldn't be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is placement of implant in a patient with patient factors incompatible with long-term osseo-integration of implant or long term parafunctional habits of the patient (bruxism for 19 years). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of report.